Event description:
It was reported that the procedure was to treat the right superficial femoral artery (sfa) with heavy calcification. Access site was the right common femoral artery (cfa). The hi-torque (ht) command 18 guide wire had resistance with the anatomy during advancement but reached the lesion. There was no resistance during removal and was simply withdrawn, however, the guide wire tip was noted to have separated and was found inside the sheath. Another non-abbott guide wire was used to continue the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual and dimensional inspection were performed on the returned device. The reported material separation was confirmed. The reported difficult to advance could not be tested due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. Based on this evaluation, a potential product quality issue has been identified. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat the right superficial femoral artery (sfa) with heavy calcification. Access site was the right common femoral artery (cfa). The hi-torque (ht) command 18 guide wire had resistance with the anatomy during advancement but reached the lesion. There was no resistance during removal and was simply withdrawn, however, the guide wire tip was noted to have separated and was found inside the sheath. Another non-abbott guide wire was used to continue the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. Returned device analysis identified that the proximal polymer coating was separated. There was no separated tip and the tip was actually found under the folded polymer. The account confirmed there was nothing left in the anatomy. No additional information was provided.